Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing a high blood glucose (bg) level of 500 mg/dl and insulin injections were administered in an attempt to lower the bg level. The customer was hospitalized the next day ((B)(6) 2016) with diabetic ketoacidosis and a bg of 550 mg/dl. The contact did not know the cause of the high bg and thought that the pump was not delivering the insulin fast enough to address the bg level. The customer was treated at the hospital with an insulin, saline, glucose intravenous drip. A pump system check was performed and there were no device issues observed. On (B)(6) 2016, the customer resumed pump therapy and tandem technical support advised the contact to discuss the insulin dosage with the healthcare provider in order to manage diabetes. The customer was discharged from the hospital on (B)(6) 2016. A tandem clinical diabetes specialist spoke to the contact about the event and it was thought that the infusion sets may have been "bad" as the pump did not notify the user of a malfunction.